Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the pocket and midline incision. Symptoms included redness and drainage at both incisions. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The physician believed that the infection was procedure related.